Event description:
The reporter states that the expiration date on the vial of accu-chek comfort curve strips is 1/31/2008. The MFR lists the expiration date as 1/31/2007. No adverse event reported. New system sent to customer.